Event description:
It was reported that about four months ago, the pt started to feel rigidity in her spine. The pt indicated that it felt like something was 'sticking in her spine' and that something was 'moving in her spine'. She was seen by a neurosurgeon and they were unable to provide a diagnosis. The pt believed that she had an inflammatory mass. The pt had reported feeling a knot over the pump implant site and indicated that this was causing severe pain. The pt also experienced difficulty walking, exaggerated rebound spasticity and muscle rigidity as well as loss of bowel and bladder control. The pump contained morphine but because this was not helping with all the pain, it was changed to prialt. The pt reported a loss of vision after prialt was put in her pump. She was seen by the eye doctor (date and results were not reported). The pt reported that the prialt did not help like the morphine so she mixed prialt and dilaudid. Due to a change in mood and lack of pain relief, the prialt was aspirated from the pump. The pump was then filled with dilaudid. The pt reported feeling very stiff and rigid. The report indicated that the medication is being titrated so the pump can be explanted. An appointment was planned for further eval. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.